Event description:
Ous MDR - after an implantation period of about 61 months it was reported that this lead was explanted due to oversensing with inappropriate therapies. The lead was returned to biotronik for analysis. Apart from the shocks no further adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected. The distal part of the lead including the lead tip was not returned for analysis. The analysis demonstrated multiple sings of wear. In particular at approx. 15 cm distal to the is-1 connector pin, the insulation was found rubbed through. The coating of the conductor cable to the ring electrode was found damaged in this area. This insulation damages can be considered to be the root cause for the observed noise. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the ICD housing. The analysis did not reveal any sign of a material or manufacturing problem.